Event description:
Materials#: 309657, batch#: 3278542. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: "a 3 ml bd syringe was found in the pharmacy with noticeable contamination/debris inside the packaging which is supposed to be sterile." Verbatim: please send all customer to communication to ana.montes@bd.com, please do not include the customer, I'll forward to them. From customer contact #1: legacy staff: please provide any additional information known about the product failure below. Thank you! @(B)(6)¿ I could not find a contact on empty syringes on your list. Could you help? Thanks. Icare: a 3 ml bd syringe was found in the pharmacy with noticeable contamination/debris inside the packaging which is supposed to be sterile. Affected item along with the box of the same lot that we have remaining in inpatient pharmacy was segregated for review by operations manager 1. Are you able to provide the date of event in format dd-mmm-yyyy? 23/03/2024. 2. Are you able to provide the batch/lot number? Unknown. 3. Was issue being described noted before, or during used? Before. 4. Was there any patient involvement? No. 7. Was there any delay of, or change in, the course of treatment due to this event? No. 11. Does a return shipping label need to be generated? If yes, kindly provide the sender¿s name and address. Yes. (B)(6), note: no further information available. From customer contact #2: hello, in regards to icare 318154. The batch/ lot # is 3278542. I have attached images of the syringe and the back to capture the lot info. I have the syringe in my office. Quarantined the whole box it came from, at this time. Thanks.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Device evaluation sixty eight samples and two photos were provided to our quality team for investigation. Sixty seven samples were received in sealed packages, and no defects observed on any of the syringes: therefore, acceptable per product specification. The syringe in the unsealed package had brownish yellow discoloration on the barrel consistent with embedded foreign matter. One of the photos shows the top web side of the package with all graphics, and the other photo shows the syringe in a package with the embedded foreign matter condition as described above. The condition observed is non-conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3278542. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.